Event description:
It was reported while using bd rapid detection of sars-cov-2 veritor assay, false positive results were obtained. Repeat tests were performed using pcr and the results were negative. No patient impact was reported. (B)(4). The following information was provided by the initial reporter: "it was reported that false positive's from social media. Customer problem: customer reported screenshot of more false positives from customer's facebook social media for bd veritor plus covid-19 digital test. Reported screenshot of more false positives from social media."

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation: this statement is to summarize the investigation results regarding the complaint that alleges false positive when using rapid detection of sars-cov-2 veritor (material # 256082), batch number unknown. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. An investigation could not be performed as no batch number was provided. A photograph was returned and showed social media (facebook) message "more false positives" and unable to confirm of reported false positive. The complaint was unable to be confirmed. There are no current trends against false positive. Bd quality will continue to closely monitor for trends. There were no corrective actions taken at this time. H3 other text : see h.10.

Event description:
It was reported while using bd rapid detection of sars-cov-2 veritor assay, false positive results were obtained. Repeat tests were performed using pcr and the results were negative. No patient impact was reported. Eua(B)(4). The following information was provided by the initial reporter: "it was reported that false positive's from social media. Customer problem: customer reported screenshot of more false positives from customer's facebook social media for bd veritor plus covid-19 digital test. Reported screenshot of more false positives from social media.".